Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occurred during prime, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 13, 2018. (B)(4). The returned sample was visually inspected, upon receipt the first sample was wet out of packaging and it was a larger amount of buffer solution than an un-wiped unit that is wet out of box. The buffer solution remaining in the unit was considerably less than production specification buffer fill. This sample was leak tested as received and leaked at the large bore adapter at approximately 600 mmhg. The second additional sample had no visual anomalies out of packaging. The unit was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1033 mmhg, and no leaks were noted. Upon evaluation of the first sample, the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.